Manufacturer narrative:
(B)(4). The event year is only listed as the year 2021. Batch #unk. Additional information requested and the following was received: could you please clarify if there were any patient consequences? There was no patient consequence to the best of my knowledge. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No change to post - operative care as far as I know. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the procedure, the device misfired twice. The misfire was described as the staples only deployed properly along the first half of the length of the reload. The distal staples deployed but did not make a ¿b¿ formation. This happened on back to back reloads. Once while attempting to transect the hepatic vein and once on three hepatic arteries. Clips and suture were used to complete the transaction and achieve hemostasis. The procedure was delayed and completed successfully.

Manufacturer narrative:
(B)(4). Date sent: 10/19/2022 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received unfired. In addition, two reload were received fully fired. Also, a clip was received inside of a plastic bag. The device was tested for functionality in the straight position with a returned reload (a) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.